Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was giving him inaccurate high readings as compared to his normal feelings/result(s). The complaint was classified based on the (B)(4) follow up call on (B)(6) 2012. The (B)(4) was advised by the patient that on (B)(6) 2011 at around 5:30am, he obtained the alleged high reading of "99mg/dl". Half an hour later, he took his usual dose of medication, 45 units of humalin n, in response to the reported issue. By 6:15am, the patient claimed that he developed symptoms of "feeling dizzy and then passed out" and in the process, "broke his leg". The patient stated that his wife tried giving him orange juice and ems was called in. The (B)(4) was informed by the patient that he was tested on the ems meter (unknown device) and obtained a reading of "16mg/dl" and was administered with IV glucose. The patient later on "regained consciousness inside the ambulance". The patient was hospitalized for two days and was prescribed a different type of insulin. The patient could not recall what diagnosis was when he was checked out of the hospital. At the time of troubleshooting, the cca determined that the subject meter was set to the correct unit of measure at time of testing. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms of severe hypoglycemia and received medical treatment for an acute complication of diabetes.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. The 510(k) # is k053529.